Event description:
On (B)(6) 2012, the patient reported she had an infection from the infusion set on (B)(6) 2011. The patient became sick from the infection and was vomiting. Her son took her to the emergency room and she was taken to surgery to remove the abscess that she had developed while using the infusion set. The patient stated that she was in the hospital for a month and taken to a nursing home after that. The patient stated that the doctors did not say whether or not the infection is what caused her to be sick. She has not used the infusion device since the incident and requested to be retrained. A trainer has been scheduled to visit with the patient. The infusion set was discarded and therefore not able to be requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. A visual test, flow test, leakage and needle test were performed on the reference samples and were found in accordance with product specifications. Sterilization batch for lot 649800 was verified and found within specifications. (B)(4): device was not returned to manufacturer.